Manufacturer narrative:
Software issue.

Event description:
The customer reported the "xper wkst had an unusual heart block but the EKG was normal. No adverse event involving a patient or user was reported by the customer.